Event description:
The customer reported that during a right arthroscopic shoulder procedure, the seal of the cannula dislodged and entered the patient's joint. The seal was retrieved arthroscopically and no injury occurred.

Manufacturer narrative:
Investigation results: the universal arthroscopy cannula was returned for investigation and the reported problem was verified. The lower seal was found to be torn from the center. This can occur during passing of an instrument through the cannula. A review of product history for the past 2 years found no similar reported problems. Conmed linvatec will continue to monitor this product for failures.